Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump fell from the third floor to the basement. Customer stated that the she cannot see the pump's display screen. Customer's blood glucose reading was 209 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.